Manufacturer narrative:
Initial and final MDR (B)(4) - MDR- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (two) infusion set adhesive event on (B)(6) 2026. Patient reported that infusion set patch did not stick to skin upon insertion. The patient replaced infusion sets and resumed insulin successfully. No further information is available.